Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The relatedness of adverse event was found to be causally related to the study procedure.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2019, the patient was admitted to the hospital due to osteopenia. On (B)(6) 2019, the patient underwent open fixation surgery at t5-s1 using screws and rods. 2d fluoro CT was being used intra-operatively and navigation was also used. On (B)(6) 2019, post-op, there was foraminal stenosis noted in the patient at left side of l5, which led to severe ischialgie. Hence, on (B)(6) 2019, foraminotomy was performed at l5-s1. It was determined by the investigator that the event was probably related to rods and screws. As reported by the investigator, "probably insufficient amount of lordosis was given to the rod, or possibly the l5 screws were on a deeper level than the s1 screws. So, when applying the set screws, a minimal retrolisthesis was created at l5-s1, creating a foraminal stenosis, squeezing the l5 nerve root on the left side." Patient received contramal 100 mg 2/day and tradonal 50 mg 4/day after foraminotomy surgery. Hospitalization was prolonged due to this event and the patient was discharged on (B)(6) 2019. Assessment on (B)(6) 2019 determined the patient's condition to be recovering.